Event description:
It was reported that the patient underwent an initial an initial left shoulder arthroplasty approximately, six (6) years and nine (9) months ago. Subsequently, the patient underwent a revision surgery due to pain and dislocation of the implants.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 00435003600, 36mm vit e liner +0mm; lot#: 64054234. Item#: 00434901500, 15mm post length base plate; lot#: 63799890. Item#: 01.04223.036, invers/revers scr syst 4.5-36; lot#: 63799890. Item#: 01.04223.036, invers/revers scr syst 4.5-36; lot#: 2937875. G2: foreign: japan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. H6: component codes: mechanical (g04)- head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: d5. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. With the provided information on the timing of the event, it cannot be determined if loosening or dislocation was the primary failure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.